Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to acute respiratory failure. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Event description:
It was reported that the patient passed away due to acute respiratory failure. Details leading up to death included cardiogenic shock due to right ventricular failure. Right heart failure existed pre-implant of heartmate ii left ventricular assist device (lvad), and the device did not contribute to right heart failure. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26mar2020. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.